Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that prior to intubation, during pre-testing, the tracheal balloons; both distal and proximal deflate very quickly.